Event description:
It was reported that while in use a cadd legacy pump alarmed no disposable detected" customer used the same cassette on her back-up pump, which also alarmed no disposable detected" this patient had the same issue on mar23rd. A new cassette lot has been sent to the patient. No adverse patient effects were reported.